Event description:
It was reported that there was a difficulty during implant advancing the stylet into the lead. This occurred when the tip of the stylet was being advanced through the portion of the lead with the electrodes. The physician used hemostats and was able to advance the stylet into the lead. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the stylets were difficult to advance but eventually went in and the leads worked normally. Dipping the stylets in water was tried but it did not make much difference. The patient did not have an adverse outcome related to this event. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).